Event description:
Medtronic received information via literature regarding a (B)(6) male patient underwent a surgical aortic valve replacement for severe aortic stenosis seven years prior to hospital presentation. Echocardiography revealed aortic bioprosthesis degeneration with severe aortic stenosis. The patient then underwent attempted valve-in-valve (viv) implantation of a 23-mm medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). During 80% deployment, fluoroscopy revealed distortions of the lower stent frame without self-resolution over 45 minutes. The valve was re-captured and re-deployed, yet it maintained the same frame distortion. The valve was once again re-captured and removed. A second 23-mm evolut r valve was placed without issue. The first valve was physically examined and 2 struts of the valve frame were inverted. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: batta a.; et al. Strut inversion during valve-in-valve transcatheter aortic valve replacement: an unknown complication? Jacc case rep. 2022 apr 20; 4(8): 460¿463. Doi: 10.1016/j.jaccas.2021.12.015. Pmid: 35493797. Published online 2022 apr 20. Earliest date of publication used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.